Manufacturer narrative:
(B)(4). Premature sled movement. The analysis found that one pse60a device was returned in good visual condition and with an ecr60d partially fired 1/16 cartridge reload present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, to transact the rectum, the surgeon passed the device through the trocar with jaws closed. He tried to open the jaws to position the device to hold the rectum however, the jaws were not opened enough to clamp the rectum. He thought that the device was not in good condition, he pulled out the device with jaws closed. After removing from the abdominal cavity he tried to open the jaws out of the patient's body, but the jaws were not opened. He used ec60a instead of pse60a to complete the procedure. The surgery completed well. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.